Event description:
It was reported that a patient died after a procedure using this device. Based on the physician assessment, the device was not a contributing factor to the reported patient demise. No further information is available. The physician has expressed a preference to not be contacted in regard to this event.

Manufacturer narrative:
E1 initial reporter (first name), e1 initial reporter (last name), e3 occupation and e2 health professional were corrected. The following fields have been approximated as the exact date was not available: field (b2) date of death. Field (b3) date of event. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a patient died after a procedure using this device. Based on the physician assessment, the device was not a contributing factor to the reported patient demise. No further information is available. The physician has expressed a preference to not be contacted in regard to this event.

Event description:
It was reported that a patient died after a procedure using this device. Based on the physicians assessment, the device was not a contributing factor to the reported patients demise. No further information is available. The physician has expressed a preference to not be contacted in regard to this event.